Manufacturer narrative:
H3: device not yet received by manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the tip of a cope mandril wire guide "came loose" and separated from the mandril. The device was required for access to the femoral artery. The wire was not altered from its original condition prior to use. The separation occurred upon removal from the artery. No portion of the device was left in the body of the patient. The procedure was completed by using another of the same device. It is unknown if any resistance was encountered during insertion of the wire, or if the wire was removed through a needle or other instrument. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the tip of a cope mandril wire guide "came loose" and separated from the mandril. The device was required for access to the femoral artery. The wire was not altered from its original condition prior to use. The separation occurred upon removal from the artery. No portion of the device was left in the body of the patient. The procedure was completed by using another of the same device. It is unknown if any resistance was encountered during insertion of the wire, or if the wire was removed through a needle or other instrument. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), drawing, quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used device was returned for investigation. Upon visual examination there was elongation of the wire guide. The wire starts to unravel at approximately 57 cm measuring from the straight end of the wire guide. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Product labeling review: this product is supplied with an instructions for use (IFU) pamphlet, t_mwg_rev0. Warnings: this product is a delicate instrument. Avoid forceful angulation. Avoid manipulating or withdrawing the wire guide back through a metal needle or cannula. A sharp edge may scrape or shear material from the wire guide. Precautions: when you use the wire guide with another device, consider the end-hole size and the length of the device in order to ensure a proper fit between the wire guide and the device. Instructions for use: 3. If needed, insert a wire guide insertion tool (provided) through the valve assembly or hub of the guiding sheath or other interventional device. Insert the tip of the wire guide through the insertion tool and advance the wire guide to the desired location. 5. Standard wire guide techniques may now be employed. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the dmr, IFU, DHR, and returned device suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.